Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1951. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was a myocardial infarction. The pt was not hospitalized at the time of the myocardial infarction. It is unknown if the pt was connected to the hc device at the time of the event. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and/or device history review were unable to be performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.